Event description:
It was reported that the customer was unable to hear red alarms. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
There was no response from the customer after three attempts by philips